Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular arrhythmia episode. The device delivered several shocks, however, was unsuccessful in converting the rhythm and tachycardia therapy was exhausted. The patient experienced lightheadedness during the episode. The rhythm converted on its own following delivery of shock therapy. It was reported that the patient had been lost to follow up for 1.5 years. A potential device placement issue was questioned. The patient was admitted to the hospital and surgical intervention was undertaken a few days later to explant and replace the device with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.